Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the customer report. The device mfc receptacle was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.